Event description:
It has been reported to philips that the device capnometer connector is broken.

Manufacturer narrative:
This report is a correction for MFR report 3003832357-2025-000303. Conclusion code updated.